Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the baseplate impactor was locked on to the baseplate. While the dr was malleting the insert into the tibia the impactor lock handle came off."